Manufacturer narrative:
Supplemental mw: 1219343-2023-00018-01 was submitted as additional information was received from the donation center reporting investigation findings from the medical examiners office.

Event description:
Based on history and the autopsy findings, the cause of death as reported by the weld county coroner's office was fatal cardiac dysrhythmia due to cardiomegaly with atherosclerotic cardiovascular disease and sleep apnea as significant contributing factors. His manner of death was natural.

Event description:
On november 9, 2023, haemonetics was made aware of a donor fatality from an unknown cause on (B)(6), 2023. Another donor, who was a friend and co-worker reported to the center on november 8, 2023 that the donor passed away in his sleep the night of (B)(6) 2023. It is unknown to the center if an autopsy was performed or if a report will be made available to them. The center has no information from the attending physician, surgeon, hospital representative or health care professional. The donor had no known allergies or pre/post immunizations. The donor did not experience any reaction or adverse event during the (B)(6) 2023 donation procedure. The donor was noted to have made 46 donations in the past twelve months. Donor's last donation was reported to have been normal with no machine errors or issues with the disposables.

Manufacturer narrative:
Haemonetics field service engineer was dispatched to inspect the pcs®2 plasma collection system. The field service engineer checked all a/d values and diagnostics and reported the device was operating within manufacturer's specifications; no defects were found. There are no nonconformances against this serial number. There are no capas related to this complaint. A review of the device history records shows no issues during manufacturing and all testing passed. There were no issues, events or alarms noted with the equipment used during the procedure and there were no issues noted with the disposables. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.